Event description:
During follow-up, loss of capture, sensing noise, oversensing of the atrial signals and increased pacing impedance were observed on the right ventricular (rv) lead. Provocative testing was performed but noise was not reproduced. An x-ray was performed and no anomalies were observed. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.